Manufacturer narrative:
(B)(4): initially reported as january 04, 2016; should be december 29, 2015. Device is an instrument and was not implanted/explanted. (B)(4). Actual device was returned and evaluated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and an investigation summary was performed. Device history records was conducted. The report indicates that the: DHR review, part number: 03.613.004, lot number: 7855693, release to warehouse date: february 27, 2015, manufacturing site is (B)(4) and supplied by (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported during a revision procedure to remove a vectra t plate at c5, the tip of an extraction screwdriver (part# 352.311 lot# 558988n05 mfg 25jan2006) failed. The fragment was retrieved and the procedure was able to be completed successfully without patient harm or surgical delay. The returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken. No definitive root cause was able to be determined however, based on the compliant description, the device failed because it was not fully seated when a load was applied. The inner shaft (03.613.004 lot 7855693) was returned intact and without defect. As no allegation was made against the device and no faults could be identified, no further investigation. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary is approved. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) surgery at c5-7 on an unknown date. The patient returned to the operating room on (B)(6) 2015 for revision surgery because of adjacent level cervical disease (alcd) at c3-5. During the procedure while the surgeon was removing the vectra t plate at c5 level, which had bone overgrowth on it, the screwdriver was not being properly seated and the tip of screwdriver sheared off. The fragment tip was retrieved. A similar instrument was available to successfully complete the procedure. Two screws were explanted and a plate was implanted at c5. There was no harm reported to the patient. There was no surgical delay reported. The patient was stable after this event. This report is 1 of 1 for (B)(4).